Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this rv and the ra lead. The patient was seen in clinic and noise was present while the patient was only sitting and not moving. The physician is confident there is a header issue with the device. Both lead impedances were stable. A revision has been scheduled for the future. Should additional information become available, this file will be updated.